Event description:
Per the audiologist, the patient experienced profound hearing loss after a traffic accident in 2006. The results of a CT scan indicate a fracture on the bilateral temporal bone. Per the audiologist, the patient experienced facial nerve stimulation however, received no benefit from the device. The patient was explanted (B) (6), 2009. The patient will not be reimplanted.

Manufacturer narrative:
(B) (4).